Event description:
Patient was undergoing a rectal hemorrhoid removal. During the procedure there was a slow ooze of blood. The surgeon wanted to control the bleeding through a combination of suture ligature and cautery. As the surgeon passed the needle for the first time, the needle broke leaving a portion of it within the soft tissue. Fluoroscopy was brought in to the room to assist with the retrieval of the broken needle. Subsequent imaging no longer showed the needle.